Event description:
It was reported that the c-arm of the 9600+ system will not boot up. It was noted that there is power on the main monitor, but the c-arm does not get any power. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. "Tech pros boot rom, int circuit" and generator program file. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.